Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the patient was a hematology patient who was found to be automatically disconnected from the white link of the extension tube one week after the catheter was placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of disconnected extension tubing is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt connector was returned for evaluation. An initial visual observation of the photographs showed the connector in a clear bag. The luer hub was observed to be disconnected from the white collar. There was use residue seen on the distal end of the connector. No damage could be seen on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the patient was a hematology patient who was found to be automatically disconnected from the white link of the extension tube one week after the catheter was placed. No other information was provided.